Event description:
It was reported that the ilet displayed a ¿dosing stops soon¿ alert, after which the user re-paired the dexcom g7 continuous glucose monitor (cgm) to the ilet; upon re-pairing, the sensor communicated a warmup time indicating a resolved pairing issue. No adverse clinical symptoms reported. Outcomes included no medical intervention or hospitalization. User support included customer support-led troubleshooting, device re-pairing education, and confirmation of cgm warmup status while monitoring for signal loss. Investigation of this case revealed a communication or pairing interruption between the ilet and connected device, consistent with transient signal loss, with no device hardware malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity disruption resolved through re-pairing.